Event description:
It was reported that the pump declared a cartridge change error, preventing insulin from coming out during the cartridge change. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer, assisted by her husband, attempted to further troubleshoot the issue by inspecting the cartridge and removing the pump from its case, but ultimately decided to try changing the cartridge independently and declined further technical support for the moment, with plans to call back if the issue persists.